Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to volcano policy. No physical product investigation was possible as the device was discarded at the hospital. The physician used the phoenix device over the v-14 wire that was not a recommended guidewire. It is not known whether the wire support clip was used during the case. The tip of the wire separated and was retrieved with a snare. A balloon angioplasty was used as the next step in the procedure to restore flow distally, not to treat an injury. The information obtained from the facility stated the phoenix device did not malfunction. It is likely the polymer coating of the v-14 wire delaminated during use with the phoenix device. This delaminated coating may have led to eventual guidewire binding with the catheter. As a result, the wire may have rotated resulting in the wire tip separation. It is always recommended that compatible guidewires are used with phoenix device. It is also recommended that proper guidewire management, using the wire support clip, is utilized to help prevent wire rotation during the procedure. Volcano was advised the clinical staff was retrained to the importance of using recommended guidewires and proper guidewire management. The catheter lhrs for both the catheter and handle was reviewed, nothing unusual was noted; release of the catheter lot included product testing. To date, no other complaints were reported for this same failure mode within this lot. We will continue to monitor these types of review complaints.

Event description:
It was reported a phoenix 2.2 device used over v-14 boston scientific wire. During the procedure the wire tip of v-14 broke off and had to be retrieved by a snare device. The wire tip was retrieved easily and the patient was treated with balloon angioplasty with good result. No patient impact. Attempts for additional patient information were unsuccessful. All reasonably known patient information is included in this report.